Event description:
A us distributor reported that a monitor response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, there was contamination under both the response button metallic domes. The cause of the inability to activate the monitor is the contaminated metallic domes. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Life vest patient instructions for use remind and warn patients not to expose the life vest electronic components to liquids. There were no adverse events associated with the monitor malfunction.